Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter indicated the surgeon loaded a cq2015a collamer aspheric three piece lens and upon inserting the lens, noted the haptic had kinked. There was no patient contact. Another same model lens was implanted. The reporter indicated they use a competitor's injector/cartridge system with this model lens, which is off-label use.